Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 426 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. It was stated that the customer had a bent cannula, and the insulin pump did not give a no delivery at that time either. Advised that the insulin pump would be replaced. Nothing further was reported.